Event description:
It was reported that lens will be explanted due to patient having color distortion. Additional information has been requested, but has not been received.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.